Event description:
On (B)(6) 2014, the reporter contacted animas alleging a casing/condition issue. This complaint is against the battery cap alone. The reporter stated that they were not able to open the cap as the cap had been over-tightened. Reportedly, there were no cracks or damage to the battery compartment. The reporter stated that there were signs of wear and tear on the battery cap from removing it all the time. There was no adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The device has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/27/2014 with the following findings: the pump powered on with the returned battery cap. The battery cap was able to fully tighten however the coin slot was stripped. The battery compartment and battery compartment threads were observed to be intact.